Event description:
The customer reported receiving readings of 122 mg/dl and 167 mg/dl on their relion blood glucose monitor. However, she was experiencing symptoms of hypoglycemia such as weakness, shakiness nuasea and tiredness. The customer lost consciousness and the customer's husband gave her glucose tablets. The customer did not go to the hospital, but she did seek consult with her neumatologist, dr. Gordon and there was no additional treatment noted. In addition, it was discovered that the customer was using expired test strips. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.